Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred with multiple cartridges. Reportedly, the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.